Manufacturer narrative:
Co's investigation concluded that the cause of this failure was due to the o2 hose becoming disconnected from the wall source. Co considers this is to be user error.

Event description:
While the ventilator was connected to the pt the ventilator stopped delivering o2 concentration. The set o2 concentration value was 100%. The delivered was 0. The ventilator will be sent in for evaluation. The mixer is coming with the ventilator.